Event description:
It was reported that the device ruptured. The 80% stenosed target lesion was none tortuous and moderately calcified lesion. A 2.00 mm x 12.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There were no damages observed with the device during device unpacking and preparation for use. There were no difficulty advancing the device over the wire and through the guidewire. During procedure, the device advanced to lesion however, the balloon ruptured during the first inflation at 14 atm. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. E1: initial reporter phone: (B)(6).